Manufacturer narrative:
Correction of b5 field: describe event or problem. Correction of h2 field if follow-up, what type, for last report, device evaluation was not selected. Complete lead was returned intact. Helix retracted. Noted dried blood/body fluid in helix housing and tip region. No sign of setscrew marks noted on the terminal pin. Helix mechanism could not be tested due to dried blood in the housing. Continuity testing passed, indicating conductors are intact. A stylet insertion test passed without issue, indicating no blockage in the lumen. Visual inspection revealed no abnormalities. The lead tip/helix appears normal.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted and was not succesfully implanted as it showed placement difficulties and helix retraction issues. Also, there is reasonable evidence suggesting that the lead was damaged at some point. The physician opted for a new replacement lead and the procedure was completed without any issue. No adverse patient effects were reported.

Manufacturer narrative:
Complete lead was returned intact. Helix retracted. Noted dried blood/body fluid in helix housing and tip region. No sign of setscrew marks noted on the terminal pin. Helix mechanism could not be tested due to dried blood in the housing. Continuity testing passed, indicating conductors are intact. A stylet insertion test passed without issue, indicating no blockage in the lumen. Visual inspection revealed no abnormalities. The lead tip/helix appears normal.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted and was not successfully implanted as it showed placement difficulties and helix retraction issues. Also, there is reasonable evidence suggesting that the lead was damaged at some point. The physician opted for a new replacement lead and the procedure was completed without any issue. No adverse patient effects were reported.

Manufacturer narrative:
Complete lead was returned intact. Helix retracted. Noted dried blood/body fluid in helix housing and tip region. No sign of setscrew marks noted on the terminal pin. Helix mechanism could not be tested due to dried blood in the housing. Continuity testing passed, indicating conductors are intact. A stylet insertion test passed without issue, indicating no blockage in the lumen. Visual inspection revealed no abnormalities. The lead tip/helix appears normal.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted and was not successfully implanted as it showed placement difficulties and helix retraction issues. Also, there is reasonable evidence suggesting that the lead was damaged at some point. The physician opted for a new replacement lead and the procedure was completed without any issue. No adverse patient effects were reported. Complete lead was returned intact. Helix retracted. Noted dried blood/body fluid in helix housing and tip region. No sign of setscrew marks noted on the terminal pin. Helix mechanism could not be tested due to dried blood in the housing. Continuity testing passed, indicating conductors are intact. A stylet insertion test passed without issue, indicating no blockage in the lumen. Visual inspection revealed no abnormalities. The lead tip/helix appears normal.